Event description:
On (B)(6) 2014, the reporter contacted animas, alleging there was an issue with air bubbles and leaking with the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the cartridge was returned and investigated on 08/14/2014 with the following findings: a fill test was completed with no difficulties filling and no air bubble formation inside the cartridge. The cartridge cycled normally. A leak test was performed with no failures observed. There was no leakage at the luer connection, o-rings, or anywhere else on the cartridge. Investigation did not duplicate the allegation of air bubbles or leakage.

Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014. Device evaluation: the device has not been returned. A reserved sample from the same lot number b202019 was tested and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak test was performed with no failures observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. The cartridge also passed the force test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.